Event description:
It was reported that during right common femoral artery intervention, the emboshield nav6 embolic protection device (epd) was placed distal to the lesion in the right superficial femoral artery over a non-abbott wire (viper wire). Cutting balloon atherectomy was performed in the moderately calcified lesion resulting in a full epd. At the end of the procedure, the epd recovery catheter was taken to the epd, but because it was full, it could only capture half of it. Attempting to fully capture the epd, the wire was pulled against resistance and stripped, leaving the epd free floating in the patient. An argon jawz device was taken through a 6f sheath to the epd, capturing the device and removing it with the sheath as one unit. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): carotid device used in the periphery, epd advanced over a non-abbott wire, excessive force used when attempting to recover epd. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. It should be noted that the instructions for use states that the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. It could not be determined if the off-label use caused or contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product deficiency.